Event description:
The customer reported that while preparing the subject device for an enteroscopy procedure, error code e315 (scope error) was displayed. The procedure was completed using a similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or reproduce the customer¿s reported error code e315. Service found the instrument channel was leaking, and the metal contacts of the electrical connector demonstrated corrosion. Based on the results of the legal manufacturer¿s investigation, it is possible that during handling, the instrument channel leaked and flooded the inside of the device, causing an abnormality in the electrical components. However, a definitive root cause could not be determined. The event may be detected by following the instructions for use which state: inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. The event may be prevented by following the instructions for use which state: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.